Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that all combinations using electrode 0 are elevated after connecting the lead to the implantable neurostimulator (ins) during implant surgery on date notified. Prior to connecting to the ins the rep indicated that lead placement responses were all around the 1-2ma range with all four electrodes. A few attempts to remove, wipe down, and reinsert the lead into the ins were made. Some combinations using the 0 electrode were tested and a visible motor response was seen around 5-6 volts. Electrode 1 <(>&<)> 2 and 2 <(>&<)> 3 also saw responses around the 1 volt area which was observed during lead placement. The rep is going to program around electrode 0 as a result. Indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.